Event description:
It was reported the patient is experiencing difficulty communicating with his ipg using his charger. The patient does not have stimulation and is unable to resume the stimulation. A new charger did not resolve the issue. A new charger antenna will be sent to the patient.

Manufacturer narrative:
This is ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.